Event description:
It is reported that the pt's x-rays show evidence of medial collapse of the tibial baseplate. The surgeon has also reported the presence of a fracture of the well-fixed lateral peg off of the tibial plate.

Manufacturer narrative:
Evaluation summary: x-ray images were returned for analysis. The image of the x-ray taken 2.5 years after the fall appears to confirm the surgeon's report that there is a fracture of the lateral peg of the tibial baseplate. The fracture of the peg is likely due to the pt's fall and subsequent fracture of the tibial plateau. The progressing medial collapse also likely contributed to the fracture of the peg. The cause of the fracture is not limited to these events, however, so a definite cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.